Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that there was debris in the sterile packaging. It is unknown if the device was used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of event is unknown. There was no additional information provided. Report 13 of 30.